Manufacturer narrative:
Device contiued to be used after the incident, with no further issues. Device being returned to manufacturer, to be investigated on return. Follow up 19-dec-2025: return of subject device to manufacturer, loaner provided to customer. Testing of subject device still ongoing final 23-feb-2026: investigation at spectrum medical italy - could not reproduce error of the occluder not opening. No electrical or mechanical issues identified. Device sent to spectrum medical UK for further analysis investigation at spectrum medical UK - multiple test realised considering: several flow setpoints, endurance testing (open\closure multiple cycles), prolonged occlusion status. Additionally, complete analysis and inspection of the device has been performed. Occluder not opening error could not be reproduced after testing through full range of operation. Internal inspection completed, no issues identified. Root cause determined to be user misuse causing a rare mechanical anomaly, not reproducible under standard conditions.

Event description:
Spectrum medical staff was present to train the perfusionists in the 3rd week of installation. The system was set correctly and in initiation mode. Before starting with cpb, 50ml was given for 2-3 times and all was good. When the perfusionist started bypass and increased the flow, the vein qso was opened to produce a minimal flow, but the artery qso did not open (led flashing). They decided to exit from the initiation mode, and the vein occluder went to a fully open position, however the artery occluder remained closed. Flow was stopped, spectrum medical staff removed the tubes manually from the qso and the flow to the patient was restored. After that, the perfusionist wanted to reuse the arterial qso. Before reinserting the tube in the qso, they did the carriage test and the function was ok. After that, all the features were correct and they used the qso until the end of the operation with no further issues.

Event description:
Spectrum medical staff was present to train the perfusionists in the 3rd week of installation. The system was set correctly and in initiation mode. Before starting with cpb, 50ml was given for 2-3 times and all was good. When the perfusionist started bypass and increased the flow, the vein qso was opened to produce a minimal flow, but the artery qso did not open (led flashing). They decided to exit from the initiation mode, and the vein occluder went to a fully open position, however the artery occluder remained closed. Flow was stopped, spectrum medical staff removed the tubes manually from the qso and the flow to the patient was restored. After that, the perfusionist wanted to reuse the arterial qso. Before reinserting the tube in the qso, they did the carriage test and the function was ok. After that, all the features were correct and they used the qso until the end of the operation with no further issues.

Manufacturer narrative:
Device continued to be used after the incident, with no further issues. Device being returned to manufacturer, to be investigated on return. Follow up on 19-dec-2025: return of subject device to manufacturer, loaner provided to customer. Testing of subject device still ongoing.

Event description:
Spectrum medical staff was present to train the perfusionists in the 3rd week of installation. The system was set correctly and in initiation mode. Before starting with cpb, 50ml was given for 2-3 times and all was good. When the perfusionist started bypass and increased the flow, the vein qso was opened to produce a minimal flow, but the artery qso did not open (led flashing). They decided to exit from the initiation mode, and the vein occluder went to a fully open position, however the artery occluder remained closed. Flow was stopped, spectrum medical staff removed the tubes manually from the qso and the flow to the patient was restored. After that, the perfusionist wanted to reuse the arterial qso. Before reinserting the tube in the qso, they did the carriage test and the function was ok. After that, all the features were correct and they used the qso until the end of the operation with no further issues.

Manufacturer narrative:
Device continued to be used after the incident, with no further issues. Device being returned to manufacturer, to be investigated on return.